Event description:
It was reported that the blade became caught in the lesion. The target lesion was located in a severely calcified blood vessel. A 5.00mm/2.0cm/135 cm peripheral cutting balloon was selected for used. During the procedure, it was noted that the balloon blade was caught in the calcified lesion, and it was observed that the blade came off slightly. Device usage was stopped. No patient complications were reported. It was further reported that the moderate stenosed target lesion was in a moderately tortuous and severely calcified vessel. The device was simply pulled out from the patient's body and after removal, there was no blade detachment noted upon visual check. Also per physician's opinion, the blade could possibly come into contact with the calcification.

Manufacturer narrative:
Describe event or problem updated. Device codes updated.

Event description:
It was reported that the blade became caught in the lesion. The target lesion was located in a severely calcified blood vessel. A 5.00mm/2.0cm/135 cm peripheral cutting balloon was selected for used. During the procedure, it was noted that the balloon blade was caught in the calcified lesion, and it was observed that the blade came off slightly. Device usage was stopped. No patient complications were reported.